Manufacturer narrative:
Section b2: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including infection and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including infection, bleeding, and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section under ¿right heart failure¿ states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of the endocarditis was the mitral valve. The patient had symptoms of lethargy, shortness of breath, and chest pain. No cultures were identified. The right ventricle (rv) was moderately dilated with preserved systolic function. It was noted that the patient's right heart failure did not exist pre-lvad implant. However, a device related issue was not thought to have caused or contributed to the right heart failure.

Event description:
It was reported that the patient, after a very long period of disengagement from the healthcare team, presented with breathlessness, frequent epistaxis, occasional chest pain, and erratic international normalized ratio (inr). The patient was afebrile with hemoglobin level of 93. Ventricular assist device (vad) parameters seemed to be normal. The patient was admitted to the hospital and blood tests and echocardiogram were to be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that patient did not seek medical attention regarding the epistaxis and failed to manage themselves resulting in low hemoglobin and oxygen carrying capacity. Another factor to the cause of the patient's symptoms was that their blood cultures were positive, and echocardiogram showed mitral valve endocarditis. Altered hemoglobin, active infection, erratic dietary intakes all contributed to the erratic inrs. Despite not attending the hospital, the patient maintained communication with the heart failure team and was typically rarely out of range and was experiencing high inrs rather than low inrs. The echocardiogram results showed a visually dilated with moderate-severely impaired systolic function with ejection fraction of 30-35% from a very limited views of the left ventricle. The right ventricle was moderately dilated with preserved systolic function, the inflow cannula was well positioned, the aortic valve opened with every cardiac cycle with 0-1/4 aortic regurgitation. The aortic valve focal thickening of cusp tips, mobile echo density was seen on mitral valve which was suspicious for endocarditis. The patient was treated with support to stop the epistaxis, IV antibiotics as an inpatient, and infectious disease consultant management. The epistaxis was reported to be ceased. The patient was stable as inpatient with IV antibiotics with view to long treatment with baxter bottle at home. The breathlessness also improved, and the hemoglobin stabilized. The patient was to have iron infusion once the infection cleared. The last blood cultures were reported to be clear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.